Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient went in for a refill immediately and was doing fine. The drug information was not known. The device manufacturer representative believed the reservoir volume was set to 0.1ml rather than ¿the normal¿ 2.0ml low reservoir alarm so she went to ¿almost going into withdrawal¿ but they caught it in time thanks to the code on the personal therapy manager (ptm). No further information was available.

Manufacturer narrative:
Concomitant product: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.

Event description:
It was reported the patient was not feeling "good" and was "out of it". The patient reported to the manufacturer representative they were getting an 8286 alarm. The medication in the pump was unknown. It was noted the patient had their pump replaced last month.